Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3636h self bunching fibertak metal inserter tip broke off inside the patients joint after the anchor was implanted. Surgeon spent additional extra time removing the tip which delayed the case. Eventually surgeon was able to retrieve the broken fragment and case was completed using a hard body anchor. This was discovered during a hip labral reconstruction procedure on (B)(6) 2022. Additional information received 1/28/2022: case was only delayed for 5-10 minutes, although, sales representative is not sure if any additional anesthesia had to be administered. Surgeon completed case using an ar-1938phs knotless hip suturetak with peek anchor. Additional information received 1/28/2022: surgeon had attempted to use a total of 7 ar-3636h fibertaks. Two pulled out of implantation site and the other had a broken inserter tip, as mentioned above. Four out of seven were successfully implanted and remain in the patient.

Manufacturer narrative:
The complaint was confirmed via pictures. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.